Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported through our (B)(4) affiliate, the patient died from a complication of a cardiac tamponade during a transfemoral deployment of a 26mm sapien 3 valve. As reported, during balloon inflation of the commander delivery system the valve moved from the intended landing position. Prior to fully inflating the balloon, the valve was moved slowly toward the intended marker. Unfortunately after the full deployment of the valve, the patient¿s pressure dropped and was converted to surgery. Significant bleeding was observed and unfortunately the patient expired. Per report, it is unsure if an annulus or ventricle rupture occurred. It is hard for the physicians to determine the exact reason for the bleeding event; however, procedural factors (valve repositioning) may have contributed to the event.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, per report, the cause for the annular rupture is patient (anatomical) and procedural factors (valve movement or valve alignment difficulties) contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Additional information indicated that during balloon inflation and deployment of the valve, the distal part of the balloon pushed on the septal bulge causing the balloon to push/move and the valve shifted towards the aorta. The valve being too high and the balloon only partially inflated, a successful attempt to use the fine alignment tool in order to push the valve down (toward the ventricle) at the intended place. The fine alignment wheel was turned at its maximum and the valve was able to be pushed down with the system. (The nose of the catheter ended in the loop of the guide wire). The valve was fully deployed in the correct position. Unfortunately, the patient hemodynamics were unable to recover. A sternotomy was performed in order to identify the cause and to solve it. Unfortunately the patient expired. As reported the leaflets were calcified.